Manufacturer narrative:
(B)(4)

Event description:
An implant card was received by the manufacturer for a patient who had the first vns system implanted on (B)(6) 2016. The lead impedance of the vns system was marked as high on the implant card. Review of manufacturing records confirmed all tests passed for the implanted generator and lead prior to distribution. Attempts for additional relevant information have been unsuccessful to date.